Manufacturer narrative:
Follow-up #1: date of submission: 11/10/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/19/2016 with the following findings: investigators did not duplicate the original ¿no power¿ complaint, as the pump was able to power on to a blank screen; however, further investigation was impossible as the display was blank. The battery cap was undamaged and was able to securely attach to the pump. Unrelated to the original complaint, the pump case and the battery compartment were noted to be cracked; a pump leak was diagnosed at both locations. The pump was disassembled and moisture damage was found on the printed circuit board. Moisture was also observed on the display. Moisture was determined to be the root cause of the blank screen. Blank screen may have been misinterpreted by the user as an issue of no power to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. The reporter denied damages to the battery compartment and also denied any moisture in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.